Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos) as observed on the remote monitoring transmission. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient experienced shortness of breath and fatigue, a decline in left ventricular systolic function, diminishing r-waves over time, and a dramatic decline in sensing. The rv lead was explanted and replaced.

Manufacturer narrative:
Evaluation summary continued: the proximal conductor of the lead developed a fracture due to flexing while in vivo; distal segment returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334drg implantable cardioverter defibrillator (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2006. (B)(4).